Event description:
It was reported that the balloon ruptured. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified popliteal artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon was ruptured at 12atm within 12 seconds. The device was removed without problem with the usual method. The procedure was completed with different device. No patient complications were reported and the patient status was good.